Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm sjm masters series mechanical heart valve was chosen for a procedure. During procedure, it was noted that the valve leaflets do not open and close feasibly. During preparation, the leaflet function was tested using a valvular sizer. The valve was removed and a new 27mm sjm masters series mechanical heart valve was and completed the procedure intra-procedurally while the patient was still on bypass. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of leaflet incomplete coaptation was reported. The device was returned to abbott for investigation and found that both the leaflets were intact and mobile. The valve was able to be rotated freely. There were no visible evidence of surface damage or anomalies. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing at the time of manufacturing, and the product met all specifications. The cause of the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.